Event description:
A customer reported that when the management reagent card was inserted into the card reader of the ac-t diff analyzer, smoke started to appear at the slot. No fire was observed. There was no report of flames, arcing or shock. The fire department was not notified and the use of a fire extinguisher was not required. No injuries occurred and medical attention was not sought. Patient samples were not affected. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Bec field service engineer (fse) replaced the management reagent card since he observed an imperfection in the gold portion of the card. The fse verified that the new card was functioning properly. The fse mailed the defective card back to beckman coulter. The act-diff is compliant with the following safety ratings - (B)(4) - electrical equipment for laboratory use; part 1: general requirements. (B)(4)- safety requirements for electrical equipment for measurement, control, and laboratory use, part 1, general requirements. (B)(4) - amendment 2 to (B)(4) - "safety requirements for electrical equipment for measurement, control, and laboratory use, part 1, general requirements." (B)(4) - safety requirements for electrical equipment for measurement, control, and laboratory use, part 1, general requirements. The root cause of the smoke is unknown.